Event description:
It was reported that the patient was dissatisfied with the length of his penis after the implant of an inflatable penile prosthesis (ipp). A replacement surgery was performed in which a new cylinders and pump were implanted, and the reservoir was refilled. No patient complications were reported.